Event description:
Secondary to a csf leak following mastoid surgery, a lumbar drain was placed in this pt. In the process of removing the lumbar drain several days later, it broke in half. The pt required surgery in order to retrieve the retained portion of the drain.